Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing overstimulation and that the patients ipg was loose. The patient was charging the ipg for an extended period of time. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.